Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased. The patient was manually ventilated and recovered. The customer alleged a possible malfunction of the device. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. The device passed all testing and delivered therapy as designed.

Manufacturer narrative:
The manufacturer previously reported a patient's blood oxygen saturation decreased. The patient was manually ventilated and recovered. The inital evaluation of the device confirmed the device passed all testing and therapy was delivered as designed. During additional evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issue.